Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the battery compartment was cracked below the bumper pad. Corrosion was observed inside the battery compartment. The pump failed a leak test as a result of the audio bolus button missing from the pump. There was additional moisture found in the pump on the battery canister and support bracket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with evidence of moisture inside. This report is made based on results of investigation completed on (B)(6) 2015.